Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient programmer was showing "call your doctor" icon and had an out of regulation (oor) condition. Clinician programmer was reported to function "fine and normal." Upper and lower impedance limits weren't showing up on the clinician programmer. Battery voltage was reported to be 2.96v and was used 93% of time. The implantable neurostimulator was accidentally turned off for about three days. The impedances were described as satisfactory and all normal. Therapy parameters were 3.2v, 60us, 90hz, c+, 1- 1497 ohms, 3.1ua for stn1 and 3.2v, 60us, 90hz, c+, 2-, with unknown therapy impedance for stn2. There was no reported loss of therapy or diminished therapy. The patient had been seeing this for about 1 month at that point. It was also reported electrode impedance test at default settings showed variation in impedance values between 1172 and 3166 ohms. When doing 3v test, the oor message on the clinician programmer and the following values were displayed: c-0: 1352 ohms; c-1: 1161 ohms; c-2: 1194 ohms; c-3: 1415 ohms; 0-1: 1859 ohms; 0-2: 2222 ohms; 0-3: 2574 ohms; 1-2: 1644 ohms; 1-3: 2118 ohms; 2-3: 1535 ohms. Therapy results for right stimulator were stn1 1102 ohms, stn2 1591 ohms. No results were reported for the left stimulator. Impedance test with palpation and head turn showed impedance range between 1161 ohms and 2574 ohms for all values. After all troubleshooting, the reason for oor was unclear. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 37085-95, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3387s-40, lot#: v779188, implanted: (B)(6) 2011, product type: lead; product ID: 3387s-40, lot#: v779188, implanted: (B)(6) 2011, product type: lead. (B)(4).